Manufacturer narrative:
Date of event: exact date unknown, event occurred (B)(6) 2020.

Event description:
It was reported that patient was experiencing discomfort around the ipg site. It was also reported that the patient was experiencing pain to other areas. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.